Manufacturer narrative:
H3: the returned implantable neurostimulator (977006) (B)(6) passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when an attempt was made to connect to an unopened implant with a physician programmer during the surgery, an orange alert was displayed, and a precaution message, "validation error, all data might be lost" was displayed. When the pop-up was closed and the device activation button was pressed, the message "a problem has occurred, please contact medtronic" appeared, and they could not proceed any further. This event occurred before the stimulator was opened, so the product was not implanted. As such, there is no target patient. It was unknown what may have caused the event. They used another implant (same model/type) that had been prepared as a spare, and the issue was resolved. Logs were not obtained.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, g2. Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: review of this MDR shows that there is no information to reasonably suggest that the previously noted concomitant product (pro duct ID a71200 serial# unknown, product type software) in this report may have caused or contributed to a death or serious injury or that the concomitant product previously noted in this report has malfunctioned. Therefore, this concomitant product did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.